Event description:
As reported, approximately 3 years and 8 months post the initial left total knee arthroplasty, the patient was revised for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability, and/or component loosening. Because the patient has filed a legal long form, it appears they are alleging significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care.